Event description:
On 12/26/96, this pt was agitated while in her bed. All 4 siderails were up, with pillows padding the rails. The pt complained of right knee pain and developed scabs in the area. It is thought that she fell between the siderails of the bed. On 12/30/96, she underwent an aka for chronic vascular problems. The precipitating factors for this procedure are unrelated to the fall on 12/26/96.